Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that intermittent propeller movement. Review of the log files showed motor assembly errors. The philips field service engineer (fse) went onsite and found possible amc drive overheating causing intermittent error to propeller movement being intermittently restricted. To resolve the issue, fse installed the amc triple servo drive hp-lp_lp. Performed the geometry position calibration and current calibration. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had intermittent propeller movement. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.